Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the 'disk format error' was observed upon system startup. The rep uninstalled and reinstalled the software. This did not resolve the issue. It was confirmed that the cables were connected correctly and secured to the back of the computer. After consulting with product services, it was recommended that the computer be replaced. The computer was replaced. The replaced computer has not yet been analyzed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system became unresponsive within the navigation screen. The site attempted to restart the system unsuccessfully. The site then performed a hard system shut down but then the system would not move into the mdt application screen to enter cranial. It displayed 'disk format error'. After another system reboot the issue was resolved. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The cranial program and exams load without issue. No unresponsiveness was observed during burn-in testing. Seatools long test-no errors. Memtest86-no errors. The computer passed phd testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.